Manufacturer narrative:
No product was returned for evaluation. The info reported by the operating surgeon indicated that the revision surgery was not related to or caused by the zimmer devices. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed. (B) (4)

Event description:
It is reported that pt was revised due to an infection in his right hip.